Event description:
It was reported by a biomedical engineer (bme) that while outside of therapeutic use, the v60 had error code (ec) 1104-"backup alarm failed" which prompted the call to philips technical support. There was no report of patient or user harm or injury. The bme confirmed error code1104 by reviewing drpt log. Per remote service engineer (rse), per v60 service manual, when ec 1104 is present, it could be related to the following: printed circuit boards (pcba), motor controller (mc) pcba, central processing unit (cpu) pcba or power management (pm) pcba. The bme reported that the facility has a pm pcba and a cpu pcba and will try one at a time and circle back. Two days later, the bme reached back out to rse indicating he has replaced the cpu and the unit operates as expected with no check vent alarms. The bme completed all testing, and the device was returned to service.